Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported insulin pump errors 24, 63. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting from the corner of the belt clip rails, cracked middle (enter) keypad button. Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No missing segments/partial displays or insulin pump errors 24, 63 were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following insulin pump errors: insulin pump error 24--occurred at (B)(6) 2021 18:12, 18:22, 19:35, 19:44, and 19:54; insulin pump error 53 (filenumber = (B)(4), linenumber = 3540)--occurred at (B)(6) 2021 20:44. The adapt tool does not list any insulin pump error 63 or any other insulin pump error which could potentially trigger a critical insulin pump error. The case was cut open. After visual inspection, there was corrosion in/around the following: battery compartment, battery board; electrical board 1. After swapping boards and cases, the high sleep current measurement is due to the corrosion around the electrical board 1 aa battery connector. In summary, insulin pump errors 24 was confirmed, and insulin pump error 63 was not confirmed. The high sleep current measurement and the insulin pump error 24 are due to the corrosion on the electrical board 1 aa battery connector. The insulin pump error 53 (filenumber = (B)(4), line number = 3540) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were not able to clear the alarm. Customer had partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.